Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was 290 mg/dl. The customer reported that they had received hardware low level failure alarm. Customer was able to complete pump rewind. It was reported that the hardware low level failure alarm was recurring. The insulin pump will be returned for analysis.